Event description:
It was reported by service report that the scale display was giving an inaccurate weight reading. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Head left and foot right load cells.